Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a black screen with a "serious programmer error" message, it displayed a bsod 8e error and the hard drive was reconfigured and the software reloaded and updated to resolve. Analysis further noted that the printer drawer paper guide and the side latch were broken off and the printer drawer was replaced to resolve. The device passed all final functional and systems tests. (B)(4)

Event description:
It was reported that the programmer goes to the black screen with "serious programmer error" message on the screen and does not reset with the recovery disk. The programmer was returned for repair. No patient complications have been reported as a result of this event.